Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely on (B)(6) 2021 with an alert of high and out of range left ventricular lead pacing impedance. The patient was brought into the clinic on (B)(6) 2021 where loss of capture was also noted, so programming changes were made which addressed the impedance and capture issue. A chest x-ray was performed on (B)(6) 2021, which revealed no abnormalities on the left ventricular lead. No further intervention was reported. There were no patient consequences.